Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to physical damage of the cover front pca. A review of the device history record for sn (B)(4) was performed from date of manufacture 09/01/2011 to present date 11/30/2020, and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device has physical damage to the case, handle and claws. No additional information was provided. No patient involvement was noted.